Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint that the tubing appears to be hard and stiff could not be verified due to the product not being returned for failure investigation. The customer complaint it was reported that an air lock prevented a blood draw and also would not allow a flush with saline could not be verified due to the product not being returned for failure investigation. The customer complaint that while attempting to power inject contrast for a CT, they got a high pressure message and the patient was unable to get the CT could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 22003e-07 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Per bd corrective and preventive action (CAPA) corporate procedure, the reported issue does not represent a single significant incident that would trigger a CAPA.

Event description:
It was reported that the pressure rated ext set bonded ss 8.5 tubing was stiff and difficult to loop around. Additionally, the tubing set created an "air lock" that negated the ability to draw blood or flush with saline, and another set would not inject contrast due to "high pressure". This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: tubing is to stiff it is hard to loop it back and make a ¿j¿ out of it ¿ so makes it uncomfortable for the patient. They get an air lock so you cannot draw blood ¿ and also will not let you flush with saline. I also had a patient that was unable to get an CT with injected contrast because it told them high pressure when trying to power inject.